Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was hypoglycemic reaction. The customer had a toe infection; was involved in an accident, the fibula was driven up into the tibia and had nerve damage due to the car accident, which was not insulin pump related. The customer had hyperbaric treatments for pain but caused double cataracts. The customer's last recorded blood glucose value was 20mg/dl on (B)(6) 2015 at 7:30pm. The caller stated that the customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. She declined uploading to carelink, stating that the customer never uploaded. The caller could not remove the belt clip, which was obstructing the view, therefore could not provide serial number of the insulin pump.